Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a 31-year-old female patient who had essure (batch no. 86799-invalid) inserted for female sterilization. Medical conditions: no follow up available 6 or more months following essure removal. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure and fallopian tubes were removed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. The reporter commented: removal was performed at the patient's request diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jun-2019: updated quality-safety evaluation of ptc no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a 31-year-old female patient who had essure (batch no. 86799-invalid) inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure and fallopian tubes were removed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality-safety evaluation of ptc(product technical complaint). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure (batch no. 86799) inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure and fallopian tubes were removed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.